Event description:
Device malfunction: balloon rupture. Time of malfunction: during balloon inflation. Symptoms/ae: none. It was reported that during an interventional procedure, the fox plus balloon ruptured during the fourth inflation at 17 atm, below rated burst pressure. The balloon and delivery system were entirely removed from the body without incident. A second fox plus was used to complete the procedure. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record did not reveal any non-conformity which could have contributed to this complaint.